Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A review of the share logs was unable to be performed due to no data available. Voltage testing was performed and passed at 0.21v. A functional test was performed and failed the radio frequency test. The allegation was confirmed because the transmitter failed functional tests. The probable cause is a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.